Event description:
Patient reported against the left side "contacted to inform that possess silicone prosthesis and had contracture, and will have to replace, and wishes more information about how proceed." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: no observed. Capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: no observed. Calcification: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Patient reported against the left side "contacted to inform that possess silicone prosthesis and had contracture, and will have to replace, and wishes more information about how proceed." Healthcare professional later reported "bilateral mammary implants with anechoic content, globose form, with increase of antero-posterior diameter and augmentation of radial folds, more prominent at right breast (formatting echogenic on interior of right implant), which could represent capsular contracture." Patient additionally reported "rupture, calcification, and anxiety." The device has been explanted.

Event description:
Patient reported against the left side "contacted to inform that possess silicone prosthesis and had contracture, and will have to replace, and wishes more information about how proceed." Healthcare professional later reported "bilateral mammary implants with anechoic content, globose form, with increase of antero-posterior diameter and augmentation of radial folds, more prominent at right breast (formatting echogenic on interior of right implant), which could represent capsular contracture." Patient additionally reported "rupture, calcification, and anxiety." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Later physician reported "bilateral mammary implants with anechoic content, globose form, with increase of antero-posterior diameter and augmentation of radial folds, more prominent at right breast (formatting echogenic on interior of right implant), which could represent capsular contracture." Device remains implanted.

Event description:
Device has been explanted.